Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d334trg, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2012; 694965, implantable tachy lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that an infection occurred. The lead was explanted. No further patient complications have been reported as a result of this event.